Event description:
It was reported, the patient is unable to recharge her ipg. The sjm representative confirmed the ipg is unable to communicate with the charging system or programmer. The patient is not receiving stimulation. The patient underwent a surgical procedure to replace the ipg. The patient did not have back coverage and a new lead was added to capture better coverage. The patient is now receiving effective stimulation.

Manufacturer narrative:
Recall: 1627487-1292011-003-r, 1627487-07262012-002-r. This ipg serial number wa included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.